Event description:
It was reported that the pump generated alert 38 indicating a consecutive motor stall and the user was unable to proceed with the current supplies; the user was advised to perform a full change with new supplies, after which therapy proceeded without issue and blood glucose was not affected, consistent with a device mechanical problem involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem and a communications-related issue were identified, with the device problem characterized as failure to infuse and the affected component as the motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure and was consistent with a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.